Event description:
The upper minute volume alarm went off, the step motor inspiratory valve stayed all the way open. The patient was taken off the ventilator, the patient was not injured. The step motor was replaced. The ventilator was calibrated and the unit passed all final performance tests.